Manufacturer narrative:
Tracking #.47192. Date sent: 12/09/1998. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported during an endoscopic vein harvesting procedure the bottom jaw of the clip applier detached and fell off in the pt. It was recovered. The applier is from , lot number k4898e. There was no consequence to the pt.